Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Presentation attachment: chordal rupture during hemodynamic support, that included a slide titled challenges of mitraclip.

Event description:
This is being filed to report the clip movement post deployment which required a second clip for stabilization. This event was captured based on a review of presentation slides, chordal rupture during hemodynamic support, that included a slide titled "challenges of mitraclip". It was reported through a presentation identifying challenges while using an xtr mitra clip delivery system (cds). The patient presented with cardiac sock and severe mitral regurgitation (mr) due to chordal rupture from a non-abbott heart pump support system. After the first mitraclip xtr was deployed, the clip showed significant movement due to lack of subvalvular chordal structure (torn). A second clip was implanted to stabilize the leaflet, reducing mr. Details are listed in the attached presentation, titled chordal rupture during hemodynamic support. Follow-up with the senior account manager who proctored the case reported the following information: it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was deployed, but due to the chordal rupture, the clip moved. The clip was confirmed to remain on the leaflets, reducing mr. A second clip was implanted to stabilize the clip movement, reducing mr to trace. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.